Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. In addition the recipient suffered from facial nerve stimulation, which could be improved by re-fitting. Furthermore at explantation surgery two electrodes were found outside of cochlea due to a post-operative migration of the electrode array. A full insertion was reported at initial surgery. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
Affected channels and facial nerve stimulation (fns) were observed at programming. After reprogramming with triphasic stimulation due to fns the user had improved the measured speech perception, but affected channels have been noted. No trauma or illness is reported. The recipient has been re-implanted.

Event description:
Affected channels and facial nerve stimulation (fns) were observed at programming. After reprogramming with triphasic stimulation due to fns the user has improved the measured speech perception, but affected channels have been noted. No trauma or illness is reported. No further information regarding further steps have been received.

Manufacturer narrative:
Additional information: the received information from the field indicates elevated impedances in the middle turn of the cochlea. Damage to the active electrode seems unlikely, but it is assumed that physiological issues in the cochlea i.e. Absence of lymphatic are causing the reported issue. Furthermore, facial nerve stimulation which is a known post-operative side effect of ci implantation, was resolved by re-programming was reported. Currently no further information is available.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels and facial nerve stimulation were observed at programming. No trauma or illness is reported. After reprogramming with triphasic stimulation due to facial nerve stimulation (fns) the user has improved measured speech perception, but affected channels have been noted.